Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per ivc territory business manager, the left motor does not work. Chair will not go in reverse and veers to the right with a lot of grinding noise. Right arm pad mounted backwards. MDR filed.